Event description:
It was reported the customer requested a speaker assembly. It is unclear if there was an alarm / audio even associated with the request. It is unknown if the device in clinical use and there was no adverse event reported.